Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations was unable to confirm the customer reported complaint. Visual inspection was conducted and did not find any conductor wire or snake wrist damage. There was no bio debris found at the instrument's tip. The instrument was placed on an in-house da vinci is3000 system and passed recognition and engagement testing. The instrument delivered energy and cut with no issues. The instrument passed electrical continuity testing. The instrument passed grip force testing in all wrist angles. The grip force measurements were found to be within specification. The instrument also passed the jaw gap test. There was no damage found. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci assisted hysterectomy with bso, the endowrist vessel sealer instrument did not seal the patient's tissue properly, causing more blood oozing and requiring the surgeon to make additional attempts to seal the patient's tissue. While there was no report of any patient harm, if the reported failure mode were to recur it could cause or contribute to an adverse event. It is unknown what caused the vessel sealing issue experienced by the site.

Event description:
It was reported that during a da vinci assisted hysterectomy with bilateral salpingo-oophorectomy (bso) procedure, the endowrist vessel sealer instrument was not sealing the patient's tissue properly. The planned surgical procedure was completed and there was no report of any patient harm, adverse outcome or injury due to the sealing issue. On 06/08/2016 intuitive surgical, inc. (Isi) received additional information regarding the reported event from the surgeon who performed the surgical procedure. According to the surgeon, everything for the case seemed normal. The patient's tissue was normal, there were no error messages generated during use of the endowrist vessel sealer instrument, and there were appropriate thermal tissue changes. There was no excessive bio debris observed in the jaws of the instrument since the sealing issue occurred during initial activation of the endowrist vessel sealer instrument. The surgeon defined not sealing to mean there was much more oozing than there should be. According to the surgeon, he had to keep cauterizing the area that should have been sealed. No other information regarding the reported event was provided.